Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This follow up is being filed to correct the manufacturer received date in the initial medwatch. The date should be jul 27, 2017.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4) - incomplete. Depuy synthes has been informed that the lot number is not available.

Event description:
The affiliate reported via email their green clever hook is broken. Additional information received via email from the sales rep on 5-8-2017: not sure as this was reported by sterile services and I have not received the item. I don't even have a patient name as this was reported to me after the fact. I suspect patient is ok as theatre staff would have mentioned it to me if otherwise.